Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: a gore® viabahn® endoprosthesis (vsx) device was intended for use in the left subclavian artery for treatment of occlusion. On (B)(6) 2011, a gore® viabahn® endoprosthesis was successfully implanted to treat occlusion of the left subclavian artery. On an unknown date the patient had swelling in his the neck. The patient went to see dr. (B)(6) and had a computerized tomography (CT) scan performed. Occlusion was observed in the previously implanted vsx device. On (B)(6) 2022, the patient underwent a reintervention of the occluded vsx device. During the procedure the physician was unable to pass the guide wire (manufacturer unknown) through the device. An angiogram was performed and it was observed that the vsx device was compressed by bone structures. With the inability to pass the wire, the patient was left untreated. A reintervention is planned for a later date. The patient did not experience any adverse consequences.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The device remains in the patient. Consequently, a direct product analysis was not possible. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.